Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought to the ER after an unsuccessful therapy for vt. The fast ventricular rhythm deteriorated into vf. After subsequent attempted charges, the device displayed no further therapies and the patient was rescued externally. Alert for possible output circuit damage and hvli n/a was displayed. The patient was removed from life support due to absence of brain activity. The patient expired. The device and lead will not be returned.